Event description:
The consumer reported that the poor communication screen appeared on the patient programmer (pp) and there was poor communication both with and without the antenna attached. The implantable neurostimulator (ins) was not able to communicate with the ins recharger (insr) and the reposition antenna screen was seen when the patient tried to start a recharge session in (B)(6) 2016. It was noted that the last successful charge session was about three and a half months prior to the report; the device was possibly in overdischarge. The patient had been dealing with liver problems, but it is unknown if it is related to the therapy or device. An appointment was scheduled with the patient and a manufacturer representative (rep) on (B)(6) 2016. Follow-up has been attempted for more details of the event, but no further information was received at this time. If additional information is received, the event will be updated. The patient¿s medical history is unknown. (B)(4) information was received. Patient reported they were not charging correctly which cause ins to go into overdischarge. Patient also indicated their cord was not working correctly and they received a replacement but it was already too late. Patient was advised to keep trying to charge but unable to do so they gave up and not using it anymore. Overdischarge and reposition screen has not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.